Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed passed. A receiver boot test was performed and passed. Functional tests were performed and passed relevant tests. A touchscreen manual button test was performed and failed due to the receiver has scroll issue that stuck at "speaker test" screen. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.